Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that prior the procedure, a burning smell was emitted. It was noted that the fibers broke intermittently in the console. The procedure was completed using the same console. Boston scientific was unable to obtain the additional information regarding the event and patient outcome despite good faith efforts.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that prior the procedure, a burning smell was emitted. It was noted that the fibers broke intermittently in the console. The procedure was completed using the same console. Boston scientific was unable to obtain the additional information regarding the event and patient outcome despite good faith efforts.